Event description:
It was reported that the right ventricular (rv) lead exhibited noise as elevated short v-v intervals were noted. Additionally, the rv lead was unable to capture at high outputs. The rv lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Concomitant medical products: ddmb1d1 ICD, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.